Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017 that on (B)(6)2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation could not confirm a low transmitter battery but did confirm a permanent connection loss. The root cause could not be determined. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete. Based on the investigation results, this issue has been upgraded from non-reportable to reportable.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and it passed. A pairing test was performed and it passed. A global functional test was performed and it passed. The reported event of low transmitter battery was not confirmed. A root cause could not be determined.